Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and detached end cap.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for the cosmetic damage was performed. Customer advised there are cracks along the reservoir chamber and the insulin pump is falling apart. Customer advised about 3 years ago it was only a hairline crack. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.